Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited remnants of white foreign material believed to be a simethicone / anti gas type product were evident within the air/water channel. There were no reports of patient involvement. Remnants of white foreign material believed to be a simethicone / anti gas type product were evident within the air/water channel.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that adhesion/clogging of the material occurred in the air/water channel. However, a definitive cause for the foreign material inside the air/water channel could not be determined. It was unknown if there were deviations from the instruction manual in the reprocessing steps regarding material residue. There was no physical damage was found at the locations where foreign material remained. The instruction manual states the detection method associated with the event in: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.